Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 200 to 400 mg/dl and nausea; cause was unknown. Reportedly, the customer experienced sickness and stress and suspected these contributed to elevated bg. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.